Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 503 mg/dl at the time of the incident. The customer was at 242 mg/dl at the time of the call. The customer was given intravenous insulin, manual injections, and insulin pens to treat. The customer experienced symptoms such as nausea. The customer was wearing the insulin pump during the incident. The customer stated insulin flow was blocked by the pump. Troubleshooting was completed and the pump failed the high pressure test twice. The insulin pump will be returned for analysis. (B)(4).